Event description:
Patient presented to the emergency room physician with an abscess at the neck and significant redness over the ipg. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with wound dehiscence at the neck incision site, exposing the stimulation lead. The dehiscence occurred secondary to a previously drained hematoma, which was initially suspected to be an abscess. Physician brought the patient into the or, irrigated the neck pocket with antibiotic solution, repositioned the stimulation lead beneath the tissue, resecured, and closed the incision. A correction to medwatch #3007666314-2025-00562, which was filed on 8/25/2025. The inspire system is still implanted. Section d - 6b was selected in error.